Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the erbe generator. The system was tested and verified as ready for use. Intuitive received the erbe generator involved with this complaint to perform failure analysis. The erbe was tested using the system, where two errors were triggered: one at the start and another one in the system logs. During the procedure when the customer called technical support, the technical service engineer reviewed the system logs and found an integrated electrosurgical unit (iesu) "voltage too low" error had occurred 3 times. This error indicates the generator is likely needed to be replaced if the error keeps returning.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the erbe failed to deliver energy and the procedure had to be converted to open. The reported event occurred when the surgeon was trying to fulgurate on the uterine artery in order to cut. The erbe failed to deliver monopolar and bipolar energy. The system was shut down and restarted, where it proceeded to deliver energy for about 2 minutes. Afterwards, the same error occurred again. After about 1 hour was spent trying to troubleshoot, the decision was made to convert to open to control bleeding that had occurred; it is unknown when or how the bleeding began and for how long the bleeding was occurring. After the conversion, the surgeon was able to control the bleeding and close the abdomen, however the patient underwent a supracervical hysterectomy, rather than a hysterectomy due to all the bleeding. The patient encountered about 1000ml of blood loss and required blood transfusions. It was reported, the patient initially was admitted to the floor but a few days later was transferred to the intensive care unit (ICU). The patient was in the hospital for at least 2 - 2.5 weeks postoperative.